Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, it was later reported that the patient's overall insufficient blood flow was believed to be the cause. Additionally, a direct correlation between the device and the reported right heart failure could not be conclusively established. The submitted system controller event log file captured transient low flow alarms on 24jan2022. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No atypical alarms or events were captured. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than the low flow threshold. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was suffering from right ventricular dysfunction prior to implant. The event was not device related. It was noted that the low flow alarms were due to patients overall blood flow being insufficient. The alarms resolved once the patients overall condition started to recover.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to poor right ventricular function. The pump speed was decreased to 4200 rotations per minute. Log file analysis captured low flows where the flow dropped below 2.5 liters per minute. The pump was seeing a reduction on blood volume. The events appeared to be patient related.